Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the company manufacturers was unable to connect to the ipg in pre-operation preparation for lead replacement. As result, the ipg was explanted and replaced after sever attempts to connect to the ipg. The issue was resolved with replacement.